Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro fiberscope exhibited black spots on lens even after cleaning. There were no reports of patient harm.